Event description:
Customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of the event was not known. She stated that the blood glucose had been elevated within the month to 200 or 300 mg/dl. She was treated with an insulin drip. She removed the infusion set and stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.